Event description:
During a standard inspection of a customer returned asset, it was noted the forceps elevator on the evis exera ii ultrasound gastrovideoscope had foreign material due to insufficient cleaning. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. Due to clogging of the k-pipe, water could not be supplied. The adhesive on the bending section cover was detached. The connecting tube, grip, scope connector, and acoustic lens had a scratch. The universal cord had a wrinkle. The angle wires were stretched. Due to clogging of the nozzle, water removal ability did not meet the standard value. The angle wires became stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed from the investigation - however, the cause of the clogged tube could not be further presumed from the available data. Olympus will continue to monitor field performance for this device.